Manufacturer narrative:
This product investigation was determined to be duplicate to manufacturer report number 2916596-2023-04721. The investigation findings will be submitted under manufacturer report number 2916596-2023-04721.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-04721. It was reported that during the implant surgery, after the pump was locked into the mini apical cuff, bleeding developed between the cuff and pump during the filling of the heart. The pump was disconnected, and the cuff holder was put into the ring. No further bleeding was observed and the sutures appeared hemostatic. The pump was placed back into place and the bleeding decreased. No bleeding occurred at the end of the operation.